Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (value not provided). Allegedly the pump was not "working well" however specific details were not provided. Multiple unsuccessful attempts were made by tandem technical support to obtain additional information regarding the event.